Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed, moderately tortuous lesion was located in the mid left anterior descending artery. The 12mm x 2.50mm nc quantum apex balloon was introduced for pre-dilatation and advanced to the target lesion. The balloon was inflated to 12 atms and upon the second inflation, the balloon ruptured at 16 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).